Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they had a recent install and they are noting that the alarm limit should be at 40 according to the profile and central station, but sometimes it ends up at 50. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. The customer stated that they have experienced that their alarm limits for electrocardiogram (ECG) sometimes changes from the monitor standard configuration. The rse advised the customer to make sure that it is not a nurse or other personnel that is changing these limits for some reason. The patient is connected to the x3 at pre-op and not always being admitted in to the central monitoring system. Then the patient is moved in to the operating room (or) and after the operation is done they are moved to post-op. It is in post-op that they have noticed that some patients have other alarm limits then what they expect. The rse advised the customer that if this happens again to report it. This will be considered a malfunction as the cause could not be determined.